Event description:
The hcp reported the pt had been experiencing withdrawal symptoms including syncope, nausea, and vomiting. The hcp is now refilling the pt's pump a week earlier than their usual 90 day cycle "as to avoid the above problem." The pt is reported to have recovered without sequela.